Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic bariatric procedure. The stapling device was being applied to the stomach. The stapler was not able to fire. The surgeon was able to press the green button. A component of the device broke off and the trigger broke. In order to resolve the issue and complete the case, another manual stapling handle used. There was no patient harm. The patient outcome is alive, no injury.